Event description:
It was reported that the patient presented one week post implant with slightly low battery voltage of 2.74 v, high current drain of 29 ua, and less than 1 kohms battery impedance. The patient would be seen again in one month.